Event description:
Treatment of a small recanalized aneurysm located in the left p-comm (posterior communicating) artery. The patient's anatomy was very tortuous. On (B)(6) 2013, the patient underwent pipeline (4.50mm x 18mm) embolization treatment on a previously clipped aneurysm. During the procedure, it was reported that the pushwire became kinked distally in the marksman catheter. There was no friction during the insertion. The pushwire broke and ruptured the catheter. The entire system was removed from the patient. The patient's mrs (modified rankin score) = 0 (no symptoms). No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2014-00025.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).